Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Internal shorting was found between the coil conductors due to the over-torqued inner coil consistent with procedural damage. The reported event of high pacing impedance was not confirmed. The over-torqued inner coil due to procedural damage may have contributed to the reported high pacing impedance.

Event description:
During implantation, high pacing impedance was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.